Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model and serial numbers unknown smartablate pump, model and serial numbers unknown. Soundstar catheter, model and serial numbers unknown. Mobicath sheath, model and lot numbers unknown. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial flutter with an ez steer navigational ds catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the ultrasound video cable connector was found to be damaged. The potential that this could cause or contribute to an adverse event is remote. As a result, this is not an MDR reportable finding. After ablation, a pericardial effusion was detected. Pericardiocentesis yielded 100 ml. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit for observation. There is no information regarding extended hospitalization or patient outcome. Patient factors cited that may have contributed to the adverse event include a possible pocket along the isthmus. Physician¿s opinion regarding the cause of the adverse event is that it may have been secondary to a possible pocket along the isthmus. No transseptal puncture was performed. A mobicath sheath was used. Generator parameters at the time of injury included power at 55 watts and temperature at 60 degrees. There is no information regarding power titration. It was noted that there were no temperature spikes or impedance increases. Overall ablation time at the site of injury was 10 minutes. Last ablation cycle time at the site of injury was 40 seconds. Patient did not receive anticoagulant during the procedure. There were no errors reported on any bwi equipment during the procedure.